Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number sc-2317-70. Serial number (B)(6). Batch/lot number 7081757. Model/catalog description infinion cx lead kit, 70cm. Unique identifier (UDI) # (B)(4). Sc-2317-70, sn: (B)(6): the device was returned, visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. Sc-2317-70, sn: (B)(6): the device was returned, visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the bent/kinked location of the lead. The possible flexing of the lead at the exit point of the clik x anchor has resulted in the reported complaint. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control.'' Are known risk with the use of spinal cord stimulation (scs). Based on all available information, engineers are able to confirm the root cause of the event. The leads were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system due to high impedances on the leads. Reprogramming was performed, however it did not resolve the inadequate stimulation. The patient underwent a revision procedure in which the leads were explanted and replaced with new devices, and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number sc-2317-70, serial number (B)(6), batch/lot number 7081757, model/catalog description infinion cx lead kit, 70cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation from the spinal cord stimulator (scs) system due to high impedances on the leads. Reprogramming was performed, however it did not resolve the inadequate stimulation. The patient underwent a revision procedure in which the leads were explanted and replaced with new devices, and is doing well post operatively.